Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has some atrial sensing falling into cross chamber blanking. Technical services (ts) explained the functional undersensing has no impact on the rhythm as they are completely atrial sensed. The device remains in service. No additional adverse patient effects were reported.